Event description:
It was reported that this patient received an inappropriate shock while drinking coffee. A follow up was performed and it was confirmed that the device delivered an inappropriate shock. The patient underwent isometric testing and muscle potentials were seen. A review by technical services (ts) noted that the device recorded one untreated and three treated episodes with one inappropriate shock in each treated episode. In addition, one additional shock was delivered, however this episode was not stored due to magnet application, due to the fact that if a magnet is applied during an episodes, the episode will not be stored in device memory. All recorded episodes were caused by oversensing of high deflection amplitudes, baseline shifting, and temporary loss of cardiac signal. A review of x-ray images showed that the electrode was fully inserted into the header and no sign of lead impairment was seen. It was noted that therapy was deactivated and thorough troubleshooting was performed. Artifacts could be recreated in the primary and alternate vector by movement. After manipulation of the device, artifacts could not longer be recreated. Additional information noted that the secondary vector appeared to show good sensing qualities, however during troubleshooting the secondary vector also appeared to be susceptible to myopotential signals. Also tachycardia therapy was turned off, and an inquiry regarding the device data was needed to see if the device detected any rates without the tachycardia zone, and if switching the sensing vector would solve the inappropriate shock issue. Technical services (ts) explained to field representative that the device does not detect tachycardia events when tachycardia therapy is programmed off. A possible system replacement was discussed. At this time the system remains implanted. No adverse patient effects were reported.